Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/01/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. Reportedly, smart device operating system was not a supported system. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test failed. Share log review did not show any data in log. The complaint cannot be determined because there is no data in the investigation window. The reported event of a failed transmitter error was undetermined. The root cause could not be determined